Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer was asleep when he/she experienced a loss of consciousness while wearing a freestyle libre 2 sensor in use with the freestyle librelink application. An attempt was made to scan the sensor and no message appeared, thus preventing the customer from obtaining results. Customer was unable to self-treat and was treated with water with sugar by third-party. There was no report of death or permanent injury associated with this event.